Event description:
Customer reported the valve was placed on the central line in the operating room. After the patient was settled in the pacu the nurse noticed blood on the bed sheets. Upon further inspection the nurse noticed the valve was stuck in an open position. The pacu nurses had not administered any medication through the valve but it is possible the anesthesiologist did. The nurse also noted the slide clamp on the central line was not closed. If the slide clamp was closed the blood would not have leaked out onto the sheets. There was no patient harm reported and no medical intervention was required. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is complete.